Manufacturer narrative:
No evaluation possible at this time. The suspect device has not been returned for evaluation nor has the identifying lot number been provided. The fragment which was reported to be irretrievable, is manufactured out of nitinol, a shape memory alloy constructed out of a combination of nickel and titanium. The nitinol used in the manufacturing of guidewires is processed and certified according to astm f2063 specifications.

Event description:
Atec received medwatch report number mw5085894 from the FDA via mail on (B)(6) 2019. The report stated that during a spine procedure, the k-wire being used broke off. Majority of the wire was removed, but a small piece was irretrievable.